Manufacturer narrative:
Patient city: (B)(6). Patient country: portugal. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the portugal. It was reported that patient faced adhesive issue event on (B)(6) 2025. The cause of product not adhering was due to perspiration. No further information available.